Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The dormia sheath broke in area where the basket comes out and a small piece broke off the sheath so the product could not be used for a second try to catch a stone. The fragment of the sheath had to be removed from the urinary tract. Patient not harmed, but this problem has caused significant delay within the surgical intervention. The small fragment of the sheath was removed from the patients body within the same procedure.